Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the freestyle precision pro strips and precision pro meter were reviewed and the DHR(s) showed the precision pro strips and precision pro meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Section brand name has a typo in the name. Section has been updated.

Event description:
A caller reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 91 mg/dl and <20 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter did power on with button depression and upon docking. Control solution testing was performed on retained strips and all results were satisfactory. No malfunction or product deficiency was identified.

Event description:
A caller reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 91 mg/dl and <20 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings between 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 91 mg/dl and <20 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date of event) was incorrectly documented in the previous follow up report. Date of event has been updated.

Event description:
A caller reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 91 mg/dl and <20 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.